Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implanted implantable neurostimulator b35300 percept rc v1 for deep brain stimulation experienced an error message on the patient programmer indicating the device was unable to provide the requested therapy and advising contact with a clinician. The patient also reported that the implantable pulse generator (ipg) battery was dropping to 40% after 3 days instead of 50% after 4 days. No change in therapy or symptoms was noted, and no falls were reported. No surgical intervention occurred or was planned. No diagnostics, troubleshooting, or interventions were performed at the time of the report. No patient complications have been reported as a result of this event. Additional information was received from the manufacturing representative (rep). Rep reported that a new high impedance was observed and a contact. Rep reported that healthcare provider programmed around the contact with high impedance and issue was resolved.